Manufacturer narrative:
(B)(4). Device is combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric shaped, 20mm in length, de novo target lesion was located in the severely tortuous and moderately calcified, 3mm in diameter left anterior descending (lad). The lesion was predilated with a 2.5 x 12mm non-bsc balloon catheter. An attempt was made to implant in the lad using the kissing-stent technique with two promus premier stents. The first 2.75mm x 16mm promus premier stent was successfully implanted in the circumflex (cx). Then a 3.00mm x 20mm promus premier and two non-bsc guidewires were selected and an attempt was made to deploy in the lad; however, while advancing the 3.00mm x 20mm promus premier stent, saline fluid and blood were noticed in the non-bsc pressure manometer. The physician removed the stent and notices that the hypotube may have been broken or lacerated during the procedure, because of the interactions with the two non-bsc guide wires. It was noted that this occurred inside the guide catheter and the physician does not associate this event with the stent. The procedure was completed with a 3.00 x 20mm promus element plus stent. No patient complications were reported and the patient¿s status is stable.